Event description:
This study patient underwent carotid artery stent implantation and the day after the index procedure developed hypotension. This is a male with unknown medical history. The target lesion is left internal to common carotid artery described as mildly calcified, non-tortuous and 80% stenotic. The patient's baseline blood pressure was 149/87. Following deployment of an angioguard xp, the lesion was pre-dilated with a 4mm balloon at 6 atm (brand of balloon unknown). A 9.0 x 40 mm precise stent was successfully implanted at the target lesion. Residual stenosis was 0%. Post procedure, the patient's blood pressure was 122/75. The following day, the patient developed hypotension (blood pressure not reported). Noradrenalin and dopamine hydrochloride were administered, and the patient recovered three days later. According to the physician, the hypotension was most likely due to carotid sinus reflex caused by stent placement. There were no neurological symptoms reported, and the patient was discharged home.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot . Hypotension is a well-known potential adverse associated with the carotid stent implantation procedure. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. Clinical research had revealed that 40% of patients undergoing cas sustained a reaction secondary to carotid body stimulation during balloon inflation, most commonly short-term hypotension without clinical symptoms, not associated to periprocedural cerebral complications. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event.